Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg)-bundle of the insertion section was broken; outer tube was deformed and the parts were not disassemble or reassemble; the r-unit (charge coupled device) was broken; dielectric strength was inadequate; leakage current was inadequate; image was cut off (direction of view incorrect). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide (lg)-bundle of the insertion section was broken. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an image that was too dark. There were no reports of patient harm.